Event description:
A nurse manager reported that a system had aspiration issues before a procedure. There was no pt involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).